Event description:
Knee pain [arthralgia], knee swelling [joint swelling], right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales rep regarding a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc-one (hylan g-f 20) injection, 6 ml bilateral injections, one (route not provided). The lot number for synvisc-one was not provided. On (B)(6) 2013, the pt was seen in the emergency room for knee pain and knee swelling. It was reported that in the emergency room, pt's right knee was aspirated (right knee effusion). On (B)(6) 2013, the pt was injected with a steroid (unspecified). The action taken with synvisc one treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide any causal relationship between synvisc-one and all the events.

Manufacturer narrative:
Quality assurance (qa) summary was received on (B)(4) 2013. The product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.